Event description:
A site purchasing representative reported a spine clamp with a stripped screw. There was no patient present when this was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. Suspect device not returned to manufacturer for evaluation.

Manufacturer narrative:
Correction:per (B)(4), purchasing, this whole incident was reported in error. There was no stripped screw on the spine clamp. The hospital staff examined the instrument and it is working fine.